Event description:
It was reported that the patient died. The patient presented with myocardial infarction (mi). The 90% stenosed target lesion was located in the tortuous and severely calcified left circumflex artery (lcx). A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the burr became stuck in a highly calcified lesion. The physician attempted to remove the burr from the vessel but was unsuccessful and was not able to complete procedure. Flow within the vessel slowed and eventually stopped. The patient passed away due to the vessel block.

Event description:
It was reported that the patient died. The patient presented with myocardial infarction (mi). The 90% stenosed target lesion was located in the tortuous and severely calcified left circumflex artery (lcx). A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the burr became stuck in a highly calcified lesion. The physician attempted to remove the burr from the vessel but was unsuccessful and was not able to complete procedure. Flow within the vessel slowed and eventually stopped. The patient passed away due to the vessel block.

Manufacturer narrative:
H6 impact code: corrected.